Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 9.0mmx20mmx135cm sterling¿ balloon catheter was selected for dilatation and it was noted that there was a hole in the balloon. No patient complications were reported.